Event description:
Chick table did not lower when staff pressed the button to lower the patient at the end of the case. The or assistant had to basically hang on the table while the crna held the button down. The charge nurse was informed and she left a message with the company.